Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having no delivery alarms on her insulin pump. Her blood glucose was unknown at the time of reporting. Troubleshooting was able to clear the alarm and get the device working properly. No equipment was returned. No additional information was reported.